Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not attach to the pt's esophagus. The capsule fell off into the pt' stomach. It was noted that the capsule trocar needle was advanced. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough info to determine the root cause of the failure. The device was returned coiled in a bag with the capsule separate from the delivery system. The capsule trocar needle was advanced and blood and tissue were present. The plunger had been fully depressed and retracted. It appears that the capsule attached to the pt, but there was difficulty deploying it from the delivery system.